Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: deflation: observed an opening assessed as surgical damage, a cracked valve seat diaphragm valve and a delamination total of the valve (adhesive failure) visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion observed on the device. Crease fold observed on the device. White particles observed inside the device.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.